Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the surgeons side console (ssc) had no right eye video. Prior to calling in, the customer power cycled the system and the issue persisted. The intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the logs and found error 119 pointing to the high-resolution stereo viewer (hrsv) monitor issue. The tse recommended to hard power cycle the ssc, but the customer elected not to do so. The customer then continued with the case using the second ssc. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event of ¿no right eye video¿ was confirmed. The fse went on site and replaced the right high-resolution stereo viewer (hrsv) monitor on the ssc to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis of the returned unit confirmed and replicated the customer reported complaint of ¿no video in right eye of the ssc¿. The monitor was installed and tested in the printed circuit assembly (pca) system, the system started up and failed with a black screen without video. A visual inspection found the unit was in good conditions. The probable root cause is attributed to component failure. A review of the site¿s system logs confirmed the issue occurred during a benign hysterectomy surgical procedure on the reported event date of (B)(6) 2022 using system #(B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi technical support engineer (tse) investigation during the service support call. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the right eye from the surgeon side console (ssc) had no video after the start of the procedure. Complaint investigation confirmed that the field service engineer (fse) replaced high-resolution stereo viewer (hrsv) monitor on the ssc to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.